Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the comb was out of shape and would not allow the cutter to roll smoothly. Therefore, the pretest could not be performed. The handle spring was non-original and the shoulder bolts did not move freely. The shoulder bolts, washers and nuts are to be replaced. The 1.5:1 ratio cutter was tested and found to not pass zimmer biomet test mesh criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb, shoulder bolts, cap nut and belleville washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since the information provided by the customer and zimmer biomet (B)(4) does not clearly denote whether the reported event could be replicated. The information provided by the customer and zimmer biomet (B)(4) does not clearly denote whether the reported event could be replicated. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported by the theater staff that the clips would not release so that they could not add rotating blades. It was seen that one part of the cutting mesh had been flattened. No adverse events have been reported as a result of this malfunction. Investigation revealed that the comb was out of shape.